Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2012, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. This procedure was performed at a different hospital from the reporting hospital, so the details were unknown, but the contralateral leg on the right side seemed 20 mm in diameter. From 2022, the patient was followed up at the reporting hospital. In 2022, the diameter of the right common iliac artery was 26 mm. On (B)(6) 2025, a reintervention was performed since the diameter of the right common iliac artery enlarged to 36.3 × 30.3 mm. No endoleaks were found. The internal iliac artery was coil-embolized and another contralateral leg was implanted to extend the treatment area into the external iliac artery. The patient tolerated the procedure. The reporting physician commented as follows: thirteen years had passed since the initial procedure; therefore, the event was within expectation.

Manufacturer narrative:
H6: code b15 was added. H6: investigation findings and conclusions were updated to reflect the investigation results. H6: imaging evaluation, the imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image provided for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. There appears to be metallic coiling material in the internal iliac artery region. The devices appear to extend into the external iliac artery. No endoleaks are identified with image provided.